Event description:
It was reported customer have a confirmed water sample contaminated with pseudomonas. Event found during reprocessing. According to the report, customer informed olympus that the scope had been in contact with pseudomonas due to the patient had it. The user then sent the device to the olympus regional repair center for hygiene microbiological investigation (hmi) for further investigation after the scope was reprocessed. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The subject device was sent to olympus third party for hygiene microbiological investigation (hmi) . Performed a culture test for the device after the device was reprocessed (performed a culture test samples from endoscopes in accordance with rki-bfarm-guideline). The hygiene microbiological investigation (hmi) results were provided. Results noted that all channels (distal end, instrument / biopsy / suction channel/ and elevator wire channel were cultured /tested and found no detection of microorganism. The results are conform in accordance with "rki-bfarm-guideline. Air/ water channel sampling test noted a 1 cfu/ml (lactobacillus species) . Air/ water channel sample test noted , are according to rki-bfarm-guideline and acceptable. The device was then received and evaluated at rrc olympus. Device evaluation, the following defects/findings were identified: due to deformation of s-cover, water tightness is lost. Gil1101y cp-plate is deformed. Air/water (aw-cylinder) has corrosion. Suction (s-cylinder) has corrosion. Aw-cylinder has discoloration. S-cylinder has discoloration. Due to a chip on c-cover, insulation resistance value at distal end does not meet the standard value. Light guide (lg) lens has a crack. Adhesive on a-rubber has visible thread. Connecting tube is deformed. Image guide (ig) protector noted damaged. Customer cds checklist/hmi test information/additional information has been requested , however, no response is received. Multiple follow ups were made, however, were unsuccessful as no response received. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.